Event description:
According to the reporter: the reload would not release off the tissue. The surgeon cut and stapled along the staple reload to remove it from tissue. Reinforcement material was not used in conjunction with the stapling device. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).